Manufacturer narrative:
The customer's report of a leak was confirmed. Functional and dimensional testing showed no issues. Pressure testing revealed a leak at the connection between the proximal female luer and the connected smartsite adapter on one "arm" of the bifuse. Visual inspection under magnification revealed fractures on both of the set's female luers. The root cause was not determined.

Event description:
The sample was received as an unexpected return with products expected for an unrelated event. The bag containing the product had a patient sticker attached and the following information: "hung 6/7 at 2100, leaking 0800 6/8" and "ha, ms04". No further details were provided. There was no report of patient harm.